Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during insertion of the balloon into the microcatheter, the physician did not remove the peel away sheath from the balloon resulting in a "break" of the balloon. There was no patient involvement.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Additional information received indicated that the physician did not remove the peel-away sheath from the balloon likely contributing to the reported issue. Per the device directions for use (dfu), "insert the guidewire/dilator/guide catheter assembly into the introducer sheath using the peel-away sheath. Insert peel-away sheath into introducer sheath until it meets resistance. Place guide catheter in selected vessel using fluoroscopy. Retract peel-away sheath from introducer hub and peel off of guide catheter shaft." Based on the information currently available an assignable cause of ¿use error¿ was assigned to this event.

Event description:
It was reported that during insertion of the balloon into the microcatheter, the physician did not remove the peel away sheath from the balloon resulting in a "break" of the balloon. There was no patient involvement.